Event description:
It was reported to medtronic minimed that the customer reported high blood glucose. The customer reported a blood glucose value of 268 mg/dl. The customer reported hyperglycemia was treated with an insulin pump (subcutaneous insulin infusion) and assisted/self-treatment of severe glycemic excursion (major severity). The blood glucose was high for greater than 4 hours. The event involved products mmt-1884, mmt-342, mmt-431ak, and 78893-01. Troubleshooting was performed, and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was used the auto mode feature at the time of the event. No further patient complications were reported. Product mmt-1884 is expected to return. No product return is required for mmt-342, mmt-431ak, and 78893-01.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.08730 inches. The thump and carelink software were utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 10-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn# (B)(4) event date of 10-jan-2026/related svn# (B)(4) event date of 11-jan-2026, there are no unexpected alarms/suspends recorded in the formatted history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs and high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.